Event description:
It was reported that during a whipple procedure, the tissue pad on the device fell off and could not be found. An x-ray was taken, but could not see the pad. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.